Event description:
Revision of right total hip prosthetic secondary to increasing groin and anterior thigh pain.at surgery, acetabulum showed brown stains with very thin cartilage & areas of exposed bone.